Event description:
On 2/19/94 resident was found lodged between the mattress and the side rail attached to bed. Torso was completely through space with chin resting on lower bar of side rail. Pt was dead. Body taken by coroner for an autopsy by medical examiner. Incident reported to the doh. Internal investigation in progress.